Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up, loss of capture was noted on the right ventricular lead. A chest x-ray was performed with normal results. The right ventricular lead was explanted and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
A complete lead was returned in one piece for investigation. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. The reported field event of no pacing was not confirmed. Additional findings observed during analysis that are unrelated to the reported event - an external insulation abrasion breaching the cable lumen was noted at 23.0-23.2 cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was intact at this location.